Manufacturer narrative:
(B)(4); batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during an open pancreatectomy and hepatectomy, ¿clean blade¿ was displayed during the hepatectomy after the pancreatectomy was completed. Then more than half of the blade was broken off when the nurse was cleaning the blade outside the patient. The device did not touch the hard tissue, or the forceps. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.